Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly. The device was received with the soft cannula deployed, and the formed needle visible through the soft cannula. Blood was observed on the adhesive pad. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was damaged, indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying.

Event description:
It was reported that the patient's blood glucose reached between 120 and 250 mg/dl while wearing the pod for longer than 48 hours on the arm. The patient reported bleeding, and an unknown plastic on the cannula. As treatment, the pod was removed and a new pod will be activated. During investigation, it was noted that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred.